Event description:
The user noticed reagent dripping on top of the cuvettes and received questionable results for phosphorus and creatinine. Of the data provided, the phosphorus result for one patient sample was discrepant. The initial result was 2.0 mg/dl and the repeat result on another p module was 3.9 mg/dl. The erroneous results were not reported outside the laboratory and the patients were not adversely affected. The phosphorus reagent lot number was not provided. The field service representative determined there was a defective valve and replaced it. To verify the analyzer operation, he ran precision testing which passed.